Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user¿s blood glucose (bg) level was 478 mg/dl with moderate ketones. The user addressed bg level with manual injections and addressed ketone level by drinking water. Reportedly, the user would continue to use the pump until replacement pump is received.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue found.